Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2013 and topical skin adhesive was applied around the five trocar sites. After the application of topical skin adhesive and the drapes were removed, raised, red welts about 1" in diameter were seen around each of the trocar sites. The topical skin adhesive was peeled off with forceps without using petroleum jelly or acetone. The patient was given benadryl and steroids. The wounds were closed with steri strips. The nurse checked with patient on (B)(6) 2013, who stated she was okay.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.